Manufacturer narrative:
PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and/or not sold in the us. Results: investigation summary: one syringe filled of 50ll lot 1702234p was received for inspection. On visual inspection of the sample received, it can be observed a hair inside the syringe, on the stopper. DHR of lot 1702243p has been reviewed not finding any annotation or deviation regarding the alleged defect. Manufacturing area for 50ll syringes is a standard clean area iso9 which is under a positive pressure to push dust and particles out of the manufacturing area. Operators wear protective clothes (hair-coves, moustache-cover, coat, beard-cover, shoes-cover) according to internal procedure (ha-012). Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. This defect has been caused due to any operator does not follow the clothing rules in the manufacturing area. Project# (B)(4). Has been open to reduce the occurrence of this defect.

Event description:
It was reported that a human hair was found in a bd plastipak¿ 50ml concentric luer lock syringe prior to use. There was no report of injury or medical intervention.